Manufacturer narrative:
The legal manufacturer performed a review of the device history records for the concerned device and no abnormalities were found. A review of the repair records confirmed the concerned product has not been repaired in the past year. The investigation completed the investigation and determined that there is no manufacturing, material or processing related cause for this failure mode. However, the evaluation results have not been provided; therefore, the exact cause of the reported issue could not be concluded at time. If additional information becomes available, this report will be supplemented accordingly. Olympus will continue to monitor complaints for this device.

Event description:
Olympus (osh) was informed that the (B)(6) camera control unit had no image during an unspecified event. It was reported the "software version was inconsistent and error e210" occurred. No patient injury or harm was reported to olympus.

Manufacturer narrative:
During inspection and testing, the no image condition could not be confirmed. However, the error e210 was displayed, and the cause could not be determined. It was also noted that the software version was inconsistent.

Event description:
The event occurred during testing.